Manufacturer narrative:
The lumis device was not returned to resmed for an investigation, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient continued to desaturate when placed on a lumis device that was reported not working or delivering airflow. Patient required manual ventilation. There was no patient injury reported as a result of this incident.